Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received a trial scs lead on (B)(6) 2011. It was reported the lead exhibited high impedances and was unable to provide adequate pain coverage for the patient. Repositioning the lead and reprogramming did not resolve the issue. The lead was removed and replaced. Stimulation was captured with the use of the replacement lead.